Event description:
Article received and received by manufacturer. The article investigates how vagus nerve stimulation (vns) settings affect sleep-related breathing disorders in adults with drug-resistant epilepsy. By analyzing polysomnography data from 22 patients with active vns devices, the study found that the speed of the vns cycle specifically shorter intervals between stimulation periods (fast cycle) was strongly associated with a significantly higher apnea hypopnea index (ahi), indicating more frequent sleep-related breathing disturbances. Additional information received. The provider emphasize that the research is a retrospective study and therefore has inherent limitations. They note that most respiratory events observed in their patient group appear to be related to vns, but they question whether all of these events have meaningful clinical significance. No other relevant information has been received to date.